Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported they moved the cycler cart by accident and the cycler got unplugged at the end of treatment and during the disconnect steps. The cycler did not fall but got unplugged. The patient stated the cycler sparked. The patient tried a different outlet and the cycler could not be turned on or powered up. The patient was not connected during the incident and the display was blank. There was no power outage or outlet issue. The power cord was securely plugged in. There was no a sound when ok/stop buttons were pressed. The patient switched the cycler on and there were no lights on the stop, ok and up/down keys. The patient pressed ok, stop, and touched the screen but screen remained blank. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Upon follow up, the patient stated the issue occurred after treatment was completed and the patient was no longer connected to the cycler. The patient stated there was no patient injury or harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day they unplugged the cycler and called into technical support. The patient stated that no burning smell melting or flame was noted. The patient stated they were able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The stated they received a replacement cycler and have had no further issues. The cycler has will be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported they moved the cycler cart by accident and the cycler got unplugged at the end of treatment and during the diconnect steps. The cycler did not fall but got unplugged. The patient stated the cycler sparked. The patient tried a different outlet and the cycler could not be turned on or powered up. The patient was not connected during the incident and the display was blank. There was no power outage or outlet issue. The power cord was securely plugged in. There was no a sound when ok/stop buttons were pressed. The patient switched the cycler on and there were no lights on the stop, ok and up/down keys. The patient pressed ok, stop, and touched the screen but screen remained blank. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Upon follow up, the patient stated the issue occurred after treatment was completed and the patient was no longer connected to the cycler. The patient stated there was no patient injury or harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day they unplugged the cycler and called into technical support. The patient stated that no burning smell melting or flame was noted. The patient stated they were able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The stated they received a replacement cycler and have had no further issues. The cycler has will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Hi pot test passed. Patient hi pot test passed. Safety analyzer test passed. Functional display test passed. Voltage check passed. System air leak test passed. Valve actuation test passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.